Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 49 mg/dl. Glucose tablet and an orange were consumed to address the low bg level. The customer did not know the cause of the low bg. The customer declined tandem technical support's offer to troubleshoot as the low bg was not thought to be a pump issue. As a new pump user, the customer was still "getting adjusted" to being on the pump and had been working with his educator and healthcare provider to adjust the pump settings.